Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the arm vibrated while reaming, there was a 10 min delay. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: device history a review of the DHR associated with rio 237 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were multiple reported events (B)(4). Trend request for this part number has been submitted (trend request #865). Conclusion: the session and log data from the case was reviewed. An analysis of the reaming events, system errors/warnings, and cpci current levels was completed. There were no system anomalies identified. The rapid on/off cycles are symptoms of the reamer hitting the stereotactic boundaries, however from the data it cannot be identified if the cycles resulted in arm vibration. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the arm vibrated while reaming, there was a 10 min delay. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.